Event description:
The patient stated that in 2006, he had a low blood glucose attack in which emergency medical service had to provide medical assistance. On the night of the event, he reported being very stressed because he was caring for his very ill mother. He emphasized that his mother was so ill that he "stayed up half the night" in order to take care of her. He stated that because he was severely stressed and suffering from the lack of sleep, he became "shockey." He used the term "shockey" to describe his low blood glucose symptoms. No further description of the symptoms was provided. He reported a blood glucose value of 43 mg/dl when emergency medical services arrived. He reported that his target blood glucose range is 80-160 mg/dl. Emergency medical services gave the patient "some glucose gel" and an IV of "glucose solution" in order to bring his blood glucose level up. He was not taken to the hospital as a result of the event. The product was requested to be returned for evaluation.